Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sore throat and swollen tonsil. The patient was prescribed antibiotics in response to the reported event. There was no medical intervention required by the patient. The reported events of sore throat and swollen tonsil and its reported severity was reviewed by the manufacture's clinical expert. This events is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
In the previous report in section h10 voluntary medwatch number was incorrectly mention, the correct voluntary medwatch numbe (vmw 5102132) is updated in this report.

Manufacturer narrative:
The manufacturer previously received information through voluntary medwatch (mw5103977) alleging an issue related to a CPAP device's sound abatement foam and allegedly a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sore throat and swollen tonsil. Section g2 was corrected in this report. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Correction: event date in b3 was incorrectly reported as (B)(6) 2021. The correct event date is (B)(6) 2020.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sore throat and swollen tonsil. The patient was prescribed antibiotics in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.